Event description:
The customer called to report repeated problems with failed battery test alarms and blank display. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the failed battery test alarm due to the blank display.